Manufacturer narrative:
Investigation conclusion: retained devices from the complaint lot and the reference lot were tested with qc cut-off positive urine standards (25 miu/ml and 20 miu/ml, respectively). The results were read at 3 minutes and all devices yielded the expected positive results. Retained devices were also tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that both lots met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: · very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. · a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. · this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Product declined to return product for investigation. Results pending completion of the investigation.

Event description:
On (B)(6) 2022: customer reported having a high number of false positive results on an unspecified number samples when using the consult hcg dipstick tests. Quality control was performed on the product and the customer did not experience any issues. The customer reported that the instructions for use were followed. The samples were then tested on the consult hcg urine cassette which produced negative results. No additional data was provided.